Manufacturer narrative:
(B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured. There was no reported patient injury. The saber balloon was replaced with a new non 2.5mm cordis balloon catheter and the procedure was completed successfully. An ipsilateral antegrade approach was made from the left femoral artery. A non cordis sheath and a non cordis micro catheter were inserted and a guidewire crossed the lesion despite some difficulties. A 2.0mm non cordis balloon catheter was inflated in the lesion. Then a saber balloon was delivered to the lesion for more dilation, however, it ruptured at its rated pressure during its initial inflation. The target lesion was the left below the knee (btk). The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used and has been discarded due to infectious disease; thus it will not be returned for analysis.

Manufacturer narrative:
It was reported that during use, the saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) ruptured at rated burst pressure (rbp). There was no reported patient injury. The saber balloon was replaced with a new 2.5mm non- cordis balloon catheter and the procedure was completed successfully. An ipsilateral antegrade approach was made from the left femoral artery. A non cordis sheath and a non cordis micro catheter were inserted and a guidewire crossed the lesion despite some difficulties. A 2.0mm non cordis balloon catheter was inflated in the lesion. Then the complaint saber bc was delivered to the lesion for more dilation, however, it ruptured at its rated pressure during its initial inflation. The target lesion was the left below the knee (btk). The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used and has been discarded due to infectious disease. A device history record (DHR) review of lot 17605002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics of btk with unknown stenosis, tortuosity and calcification may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿per the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.